Event description:
It was reported that the pt had a pump replacement with no relief of symptoms; "I have no quality of life at all". The pt was experiencing "major pain", bladder spasms, and dysreflexia. The pt stated that before the pump replacement he "never experienced what I do now". The pt was slowly turning down the pump so that he could get it removed as he believed it was a mistake to have had it implanted. The pt was concerned that his hcp's were not being responsive to his concerns. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.